Manufacturer narrative:
The exact cause that made the arm fail is not known. The most likely causes of a failure of this kind are material wear/fatigue over time or excessive weight. The results of acist's eval of the arm are consistent with this type of failure. This arm is an older design, and is believed to have been installed at this site for over five years. This report is closed.

Event description:
Narrative: the j arm came off of the articulating arm. No pt involvement. After (B)(6), the customer found the j-arm and injector dangling from the injector cable that runs through the j-arm and articulating arm. Worldwide case ID: (B)(4).